Event description:
Additional information received from the consumer indicated the patient ran out of time to retain a new hcp before the alarm date. The patient's previous hcp refilled the pump with saline to give time to find another managing hcp. The patient had a hard time with pain escalating and withdrawal symptoms.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and dilaudid via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016 it was reported that the patient's current healthcare professional (hcp) stopped taking the patient's insurance ((B)(6)) so they turned the pump down so that the patient had a little more time to find another pump managing hcp. The pump alarm date was today ((B)(6) 2016). The pump wasn't alarming yet, but the patient had not found anyone to refill the pump. The patient had been having nausea and a headache since (B)(6) 2016. The patient was requesting physician listings. Additional information was received on (B)(6) 2016 from a consumer and it was reported that the pump did start alarming with a single beep alarm on (B)(6) 2016 and it was still alarming with a single beep. On (B)(6) 2016, the patient's pain returned and the patient went to the ER (emergency room). The leg pain onset was gradual, but the neck and back pain was sudden. Per the patient, the ER didn't have proof of what the patient had going on with the pain pump for prescription etc. And didn't want to bother any hcps. The ER gave her some zofran for the nausea. The patient had not had any success in reaching her prior managing hcp or finding a new hcp. (B)(6) gave her the same hcp listings that she's already previously received and contacted or hcps that didn't do the devices. The patient's primary care physician (pcp) would not reach out to the prior pump managing hcp because she didn't believe in pain management. The pcp would assist the patient with withdrawal prevention through meditation, etc. The patient kept leaving messages for the prior pump managing hcp, but hadn't spoken to anyone yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.